Manufacturer narrative:
Visual inspection of the returned device revealed that the proximal shaft detached from the hub assembly, which likely caused the reported leak from the handle as well as the difficulty to deflate the balloon. Based on the information provided and the investigation performed, the probable cause of the catheter detachment could not be conclusively determined. The review of the lhr (lot f1115703) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedure femoral angiogram revealed the artery to be 5-6 mm and no presence of calcium. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the device was deployed per the instructions for use (IFU), however when the physician attempted to deflate the balloon, the balloon could not be deflated. The physician took a 10 cc syringe and attached it to the stopcock and pulled double negative with no results. The physician then attempted to inject contrast through the stopcock but the contrast could not be visualized through fluoroscopy. It was then observed that a leak was coming from the distal portion of the handle, opposite the inflation indicator. The physician decided to secure the advancer tube in place and then pulled the balloon, which at this time was partially inflated, through the advancer tube, thus causing the balloon to invert. The device was successfully removed. Although hemostasis was achieved with the mynx, the physician applied an additional 10-minute manual compression at the access site. The patient was ambulated and discharged to the original admitting hospital with no reported clinical sequela. No further information was provided.